Event description:
It was reported that the patient was prescribed with medication due to an infection at the lead site. Patient had a lot of drainage, and her midline incision was slightly open. The physician believed that the infection was not device or procedure related, and the cause was unknown. The patient was experiencing a loss of stimulation due to a lead migration. Additional information was received that the patient underwent a lead replacement procedure.

Event description:
It was reported that the patient was prescribed with medication due to an infection at the lead site. Patient had a lot of drainage, and her midline incision was slightly open. The physician believed that the infection was not device or procedure related, and the cause was unknown. The patient was experiencing a loss of stimulation due to a lead migration.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.